Event description:
Tried and failed incident- (B)(4); reported by health care provider. Did not consent to follow up. All available information is provided in this report. No further clarification is available.